Manufacturer narrative:
A ge service rep performed an on site investigation. The video cable and video board were reseated during the service call.

Event description:
The customer reported that the 2800 system had no image on the screen. No pt injury was reported.